Event description:
Vascular access team received a page from the home care nurse that the mother of the patient had contacted her about a possible broken hickman catheter. Rn describes that the line balloons when flushed are consistent with catheter fracture. Rn stated she would have the patient come to the hospital for evaluation by the vascular access team and repair if needed. Patient arrived to the ER. Vascular access team came to patient's bedside to repair. Grandmother reports ballooning of catheter at old repair site with flush. This rn was unable to aspirate or flush line, repair done based on report that is consistent with line fracture. After line repaired, line gently aspirated and flushed. Instructed grandmother not to use line for at least 4 hours, preferably 24 to allow for the repair to set.hickman was in patient chest. Activity of patient may have been the cause for issue. Because patient's line had been previously repaired, it can make it difficult for the line not to twist, especially on smaller children. This is most likely a contributing factor to the line fracture. Silicone catheters are more flexible and do fracture more easily than polyurethane catheters, but ethanol can only be instilled in silicone catheters. History of being repaired approximately 4 months after insertion. This was the first time it was repaired. The second time was approximately 3 months after the first repair was completed.